Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device turned off unexpectedly when in battery mode. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be depressed battery contact pin on rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device turned off unexpectedly when tested in battery mode. No additional information is available.